Manufacturer narrative:
This report is submitted on 17 february 2021.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains.